Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and (B)(4) 2012 respectively. On (B)(4) 2012 and (B)(4) 2012 the meter and test strips were evaluated by product analysis (pa) with the following findings: the meter and test strips passed all testing with no faults found; the primary complaint was not confirmed. The meter was found to work properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly does not turn on with strip and the issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.